Manufacturer narrative:
Correction h6 - method code should be 10 instead of 4114, results code should be 213 instead of 3221, conclusion code should be 67 instead of 4315. The ipg was returned without any visible anomalies or damage that would contribute to the issue. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. Recreation of the field scenario using lab leads did not identify any impedance issues. The device also passed all functional testing on the ate (the ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation). The ipg functioned as intended. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The leads were not returned. The root cause of the issue could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference numbers: 1627487-2020-22262, 1627487-2020-22264. It was reported that the patient experienced high impedance. Further information received that the patient underwent surgical intervention in which the leads and ipg were replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.